Event description:
The customer reported to baxter us that the y-type catheter extension set/luer lock adapters was attached to an infant's femoral arterial line on (B)(6) 2011 during patient use and was observed to be leaking. The physician changed out the extension set for another extention set of the same product code and no further issues were noted. No further information is available at this time.

Manufacturer narrative:
(B)(4). Numerous attempts were made to obtain the sample for evaluation, however, it was never returned. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.